Manufacturer narrative:
H6 codes updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The t2 anchor was found at the distal tip of the needle. The t1 anchor was detached from the needle. The actuator tip is in the t2 pre-deployment position. The device is coated in debris. No physical damage appears on the device. A functional evaluation revealed t2 could be deployed from device as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, which could have contributed to the complaint event, include unintended inappropriate use of the device or accidental trigger deployment. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, the fast-fix's t2 could not be triggered. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.